Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for "many" patients tested for elecsys tsh assay on a cobas e 411 immunoassay analyzer compared to an abbott instrument. The tsh results for 18 patient samples were provided of which all 18 patient results are a reportable malfunction. Please refer to the attachment for relevant data. The erroneous results were reported outside of the laboratory. The customer stated that whenever the tsh result would be equal to or greater than 5 uiu/ml or higher the doctor would request to repeat the tsh testing in another laboratory on an abbott instrument. There was no allegation of an adverse event. The cobas e411 rack serial number was (B)(4). On 21-jan-2018 a field service engineer performed preventive maintenance. The customer stated that the current condition of the cobas e411 was "fine." The investigation is currently ongoing.

Manufacturer narrative:
Further investigation showed that based on the control values and the calibration signal results a general reagent issue can most likely be excluded. The investigation was unable to find a definitive root cause.